Manufacturer narrative:
The lens was returned cut into three pieces in a vial of liquid. A "film" was not observed. A qualified cartridge was indicated. No other associated products were provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. It is unclear what was meant by the report of "coating of the lens occurred". No film was observed on the three returned iol pieces. Clarification for the reported event has not been provided by the reporter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, there was a coating of the lens. The lens did come into contact with the patient. Additional information has been requested.